Event description:
It was reported that the customer experienced elevated blood glucose levels (353 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly the lure lock was not aligned correctly. Customer changed the cartridge and infusion set to stabilize her blood glucose level.

Manufacturer narrative:
No rpoduct returning for eval. Should new info become available, a supplemental form will be submitted.